Event description:
It was reported that post placement of a drainage catheter procedure, the drainage catheter became dislodged necessitating the need for the catheter to be replaced. The flexima drainage catheter was placed into the pt and was reported to be "locked" in accordance with the directions for use (dfu) label. Four days post placement the drainage catheter dislodged and it became necessary to remove it. Upon removal of the device, the suture string became "stuck" necessitating the need for the physician to cut the suture string underneath the lock then allowing the suture string to straighten so that the drainage catheter could be removed. Another unk device was replaced into the pt. No further complications to the pt occurred.